Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced ineffective therapy with their cervical scs system. Additionally, patient had an allergic reaction (scab) at their lead site and the lead incision site never healed completely. As a result, surgical intervention took place on (B)(6) 2025 wherein patient's entire system was explanted. It is unknown which lead caused the issue (ineffective therapy).

Manufacturer narrative:
Date of event is estimated. "The allegation is against [1] of [2] [lead]; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000147852.